Manufacturer narrative:
Cmpl-(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a applicator deployment occurred. On (B)(6) 2026, the patient stated ¿I've had a total of 7 that don't eject. I've filed claims, the first several were already denied. I ended up in the hospital last night. This is unacceptable¿. No other patient or event details were available. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.